Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited failure to sense and failure to capture. During the reposition procedure, it was noted that the helix of the ra lead failed to extend. The ra lead was explanted and replaced. The patient was in stable condition.